Manufacturer narrative:
Follow-up #1 date of submission 05/06/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 04/08/2016 with the following findings: a review of the black box data showed that the pump was manually suspended on (B)(6) 2016 at 09:13 and manually resumed at 10:45. The last basal delivery was on (B)(6) 2016 and the last bolus delivery was on (B)(6) 2016. The pump was exercised for 24hrs with a 2.0u/hr basal rate; at end of testing the basal history correctly showed 2.0u and tdd showed 48.0u. The total daily doses added up to correctly reflect the user¿s programmed basal rates. The pump passed a delivery accuracy test with no delivery defects found. The pump was found to be delivering within required range and delivering accurately. No delivery interruptions or errors, alarms, or warnings occurred during testing. The complaint was not duplicated during investigation. Unrelated to the complaint, the battery compartment was cracked. The display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that on (B)(6) 2016, the patient was hospitalized for a blood glucose (bg) 527mg/dl with trace ketones, vomiting, sore stomach, increased thirst, increased urination, and dehydration. Patient was treated with IV fluids and insulin via pump. During troubleshooting, customer support found the basal history does not match active basal program. Patient discontinued pump use. This complaint is being reported because the patient experienced hyperglycemia related to a potential inaccurate delivery issue.